Manufacturer narrative:
This chair or any other related parts have not been returned back to the manufacturer for an evaluation.

Event description:
The reporter stated that the end-user was in a building at the college she attends and was driving along when two ladies stated that they saw some flames and smoke coming out of the base of the chair. The end-user was removed from the chair and a fire extinguisher was used on the chair. There were no injuries to the end-user. The end-user did state that the batteries on the chair are 3 months old and was ordered by a dealer. The batteries were not installed by the dealer but by the end-user's son.